Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw fractured and both parts were removed from the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. Correction has been made for h1, serius injury was marked as an error on . The field has been corrected on this submission.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One certain® gold-tite® hexed screw, was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the middle threads. Signs of use were observed at the drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per form. The reported device was located on an unknown tooth site and the length of time used was unknown. Device history record (DHR) review could not be performed as the lot number for the unihg was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. An item number specific complaint history review number was conducted for the dating from 12 months back from the notification date. The review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). February post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unihg). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.